Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped communicating with external devices prior to an unrelated rf ablation procedure and following an rf ablation procedure. A manufacturer representative met with the patient prior to the second rf ablation and was able to connect to the patient's ipg, however the representative has not met with the patient following the second ablation. Further intervention is currently undetermined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped communicating with external devices prior to an unrelated rf ablation procedure and following an rf ablation procedure. A manufacturer representative met with the patient prior to the second rf ablation and was able to connect to the patient's ipg, however the representative has not met with the patient following the second ablation. Further intervention is currently undetermined.

Manufacturer narrative:
A patient's ipg stopped communicating with external devices prior to an unrelated rf ablation procedure and following an rf ablation procedure was reported to abbott. A rep met with the patient prior to the second rf ablation and was able to connect to the patient's ipg, however the rep has not met with the patient following the second ablation. The rep was able to restore the ipg and reprogram the patient with effective stimulation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that a manufacturer representative met with the patient on (B)(6) 2022 and was able to restore the ipg and reprogram the patient with effective stimulation.